Event description:
On (B)(6) 2022, staples were found jamming during usage on the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73d1900392 investigation did not show issues related to the complaint.

Event description:
(B)(6) 2022, staples were found jamming during usage on the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 22 staples remaining in the cover block, indicating that at least 13 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple did not form correctly and was removed. The next staple did not fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. Manual realignment of the staples was attempted; however, the staples still would not form and fire properly. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these corrective actions. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". In summary, the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared severely misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.